Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) since (B)(6) 2021. The facility determined there was no fluid in the reservoir of the device. A surgical procedure was performed in which the physician identified a hole in the tubing between the pump and the reservoir. The pump and its tubing was then replaced for a new component. There were no patient complications and the patient was stable following the intervention.

Manufacturer narrative:
Investigation summary: based on the available information and the product analysis results, boston scientific concludes that the reported allegations of inflation issues due to fluid loss from a hole could be confirmed. The identified device perforation would affect the functionality of the pump and lead to the device not working as expected. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual and microscopical examination of the pump identified a tear in the kink resistant tubing (krt) consistent with sharp instrument damage. The pump could not be functionally tested due to the observed damage. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) since (B)(6) 2021. The facility determined there was no fluid in the reservoir of the device. A surgical procedure was performed in which the physician identified a hole in the tubing between the pump and the reservoir. The pump and its tubing was then replaced for a new component. There were no patient complications and the patient was stable following the intervention.